Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving morphine [10 mg/ml] at a dose of 2,104 mg/day. It was reported that just before performing the drug refill procedure, the patient reported that their pump was beeping constantly and their pain had increased since the last refill. Upon interrogation of the pump, 2 alerts with service code 99 (loss of therapy) and service code 100 (motor stall). A photo of the tablet screen with the service codes 99 and 100 shoes the message with service code 99 (loss of therapy) showed the pump had been stopped for 199 hours and 4 minutes. It was further reported that per interrogation of the pump, the pump had 2 ml of drug but they aspirated 11 ml from the reservoir. It was noted that at previous refills the pump did not show this difference in the volume of the reservoir. The instant the patient was in the room, it was reportedly possible to hear the pump alarming. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was indicated that no action was taken nor was the refill changed. The issue was not resolved.